Event description:
Ous MDR - after an implantation duration of about 46 months, it was reported that the device could not be interrogated. No adverse pt side effects have been reported. The physician decided to replace the device.

Manufacturer narrative:
Ous MDR.